Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The promus referenced is being filed under the same MFR#.

Event description:
It was reported that the index procedure took place on (B)(6) 2010 during which 2 unknown promus stents were implanted. On (B)(6) 2012, the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of death, as listed in the promus everolimus eluting coronary stent system electronic instructions for use, is a known patient effect. Based on the information reviewed, there is no indication of a product deficiency.